Event description:
An occlusion alarm was reported, causing difficulty with bolus administration, and the pump had issues with housing damage, making it challenging to insert and remove cartridges. Additionally, there were problems with pump pairing, as an invalid pairing code was encountered. There was no adverse impact to the customer's blood glucose level. The customer opted not to have a follow-up with technical support at this time and is in the process of acquiring a new device, as the current one is out of warranty.